Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however customer decline to answer.

Event description:
It was reported that the user noticed that the "posi flow cap stuck open". The maxplus was connected to a syringe and tubing when the user noticed that the piston stuck down on the maxplus .although requested, no further details were provided by the customer for this event.